Manufacturer narrative:
Additional information: the balloon did not fragment. All components of the device appeared to be removed intact from the patient. No intervention was required for the removal of the device. The device was safely removed from the patient. Extravasation was noted, but did not persist upon further diagnostic angiograms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme pta balloon during treatment of a calcified and fibrous lesion in the patient¿s proximal left superficial femoral artery (sfa). Slight vessel tortuosity and severe calcification are reported. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. A spider fx embolic protection device and non-medtronic inflation device were used for balloon inflation. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It is reported the balloon performed well during first inflation to nominal pressure, however a burst occurred during inflation when the balloon was subsequently pulled back to dilate a proximal area of the artery at 10atm. The device was replaced with another pacific xtreme to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded through the tip and exited the inflation port of the hub without any difficulty. The balloon was pressurised , but no pressure could be maintained, and the balloon exhibited a leak. A visual inspection found a hole in the balloon approximately 12.5cm from the balloon bond. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.